Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). Device is being returned for evaluation by the distributor. Once the device is received and the evaluation is completed, a supplemental report will be submitted. This report is for the 1st of 2 failed implants with the same patient. Please reference 3011649314-2019-00097 ((B)(6)) for the 2nd implant.

Event description:
This report is for the 1st of the 2 failed implants: it was reported that an inclusive tapered implant failed to achieve primary stability. The implant site was not infected. The implant was placed into the tooth # 20 on (B)(6) 2018 and was extracted on (B)(6) 2019. There was no injury to the patient. The patient was reported to be fine. The patient has type ii bone quality. Besides having a history of smoking, the patient has no relevant medical or dental pre-existing condition. There was no abnormality noted with the implant itself.

Manufacturer narrative:
The device was not available for evaluation; however, a lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Per provided information, the patient has a history of smoking. Tobacco use is known to inhibit local wound healing and may affect survival rate of implants. Tobacco use also has a strong influence on the complication rate of implants. It causes significantly more marginal bone loss after implant placement, increases the incidence of infection, peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa, and increased resorption of peri-implant bone), and affects the success rates of bone grafts. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.